Event description:
It was reported the pt's pump was in a "safe state" and at a minimum rate. The drugs in the pump were dilaudid and bipivacaine. No concentration or dose were reported. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.